Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a battery problem and broken syringe plunger driver. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found device cracked on both front corners of top case also cracked on bottom case and broken plunger assembly. Broken plunger assembly was found at inspection confirmed the issue for "broken syringe plunger driver". To resolve the issue, the plunger assembly was replaced. Functional testing found the battery was working as intended but the reading of battery all ended with n/a value. Main board does not operate as intended which is causing the n/a reading of battery, "none applicable battery" issue confirmed. To resolve the issue, the main board was replaced. The root cause of the reported issue was found to be user interface. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4) corrected data: d1; b1

Event description:
Additional information received via email on 17-oct-2022: there was no incident and there was no patient involvement.